Event description:
It was reported that post-paced t-wave oversensing was observed via merlin.net transmission. Patient is asymptomatic. The patient did not receive therapy. The oversensing was noted on a stored egm. Programming change s were recommended.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.